Event description:
Paramedics responded to a person described as pulseless and apneic. The device was connected to the pt using a 4-lead pt cable. The device allegedly failed to display the pt's ECG and displayed only dashed lines. An automated external defibrillator was made available and used to analyze the pt's ECG. A total of 3 shocks were administered to the pt using the AED. The pt was not resuscitated.